Event description:
Spontaneous call patient reports her freedom 60 pump from several years ago seems to be slower with infusions. Also due to cleaning with alcohol swabs the numbers are worn off. No adverse event reported but she requests a new pump. No other information provided. Pump used to infuse cuvitru at above dose. No missed doses or adverse events reported from pump running slower. New pump being sent to pt and pump return box being sent to pt. Pump serial number not provided. No additional information available. Reported to (B)(6) by: patient/caregiver.